Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended.

Event description:
Customer reported the system is displaying a low ma message. No pt injury was reported.